Event description:
On 05/21/2008, the patient reported that one week ago, he noticed that the up and down buttons of his infusion device were not functioning. He stated that his blood glucose has been elevated and he believes this is due to the button issue. He does not believe he is receiving insulin. He was not willing to check the bolus history of the infusion device. He stated that at lunch time his blood glucose measured 280 mg/dl and he bolused 3 units of insulin. Before the report his blood glucose measured 360 mg/dl and he bolused 4 units of insulin. He was advised to switch to his backup infusion device. Upon follow up on six days later, the patient reported that he received the replacement infusion device and his blood glucose returned to normal. He also stated that shortly after the initial report he received the low battery alarm on the primary infusion device. He stated that after he replaced the battery the buttons began to function properly. Product was requested to be returned for evaluation.